Manufacturer narrative:
Initially assessed as MDR reportable under the 3500a initial as the biosense webster¿s product analysis lab (pal) identified insufficient adhesive on the wires. However, during further review on 25-nov-2024, corrected the MDR assessment from a reportable malfunction to not reportable as insufficient pu did not cause or could not cause the separation of any external components that is used inside the patient. Therefore, the most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 21-oct-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system, and it was recognized; however, error 106 was displayed on the screen due to an open circuit at the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device and no internal actions related to the complaint were found during the review. The force sensor error reported by the customer was confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor issues. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿106 alert code¿ issue. In addition, biosense webster inc. Analysis finding of the ¿insufficient adhesive was observed on the wires¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿106 alert code¿ issue. In addition, biosense webster inc. Analysis finding of the "manufacturing process related" issue. -investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿¿106 alert code¿ issue. In addition, biosense webster inc. Analysis finding of the ¿open circuit at the tip area¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified insufficient adhesive on the wires. The 106 alert code occurred after the catheter was plugged into the carto and before the first ablation, as the tip was threaded through the distal end of the sheath (distal exit). A second device was used to complete the procedure. There was no adverse event reported on the patient. The catheter was not used in patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-oct-2024 there was insufficient adhesive observed on the wires. The event was originally considered non-reportable, however, bwi became aware of the insufficient adhesive on the wires on 25-oct-2024 and have assessed this returned condition as reportable.